Manufacturer narrative:
Carefusion (B)(4). In the event that the device is received for evaluation or additional information becomes available to carefusion then this information will be provided in a follow-up report. (B)(4).

Event description:
The customer stated that this vent has a transducer fault and is showing circuit occlusion and external (ext) high peak alarms came on at start-up and the errors cannot be cleared. There is no report of patient impact at this time.

Manufacturer narrative:
Customer advocacy has received additional information that this unit was on a patient at the time of the incident. There was no harm to the patient. The customer also stated that the device or suspect components were not available for return so no evaluation is possible. (B)(4).